Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the right heart catheterization and implant procedure, access was difficult, and the pulmonary capillary wedge pressure was mildly elevated. The patient was given a single dose of furosemide and the access site was monitored overnight. The patient was discharged the next day.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient had heart failure and was found to have an elevated pcwp during implant. Per the healthcare professional involved, the event was not believed to be caused by the implant itself.